Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the fifth firing with a blue load with seam guard. The device fire fine, but when they tried to load the sixth cartridge they noticed that the cartridge pan, metal piece of the cartridge was still in the jaws of the device. The cartridge pan was removed and the device was swished and reloaded with a gold cartridge. The device fired fine completing the case with no patient consequence. The device was discarded. On what tissue type was the device used? Gastric tissue. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 5th firing. During which stroke did the event occur? Na. What color cartridge was being used? Blue. What other color cartridges were used before and after this event?asku. Was buttressing material utilized? Yes. If so, which product? Seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No.